Event description:
Customer reported that she was hospitalized due to high blood and ketoacidosis. The blood glucose reading was 329 mg/dl at the time of admission. Customer stated that her infusion set cannula did not go into her body and the insulin was leaking at the site. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.